Event description:
It was reported that the patient was seen in clinic. Upon interrogation, the right ventricular lead exhibited episodes of noise; however, the lead measurements were satisfactory. No adverse consequences were noted. The physician decided to perform no intervention. The patient would be followed up normally.